Event description:
Patient required return to surgery one week after original procedure due to elevated wbc and peritonitis from gi leak. Gia 80 staples found to be still in place but not holding bowel closed. The bowel was not thick or abnormal; there was a leak at the gia staple line of the transected end of the small bowel. Staples still there, but not holding bowel closed.